Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had a broken probe tip. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the acoustic lens was peeled. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to defects in the ultrasound probe. In addition to the acoustic lens peeled, the evaluation findings are as follows: due to a scratch on bending section cover, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value and the play of up/down knob was out of the standard value; the adhesive on bending section cover was detached, chipped, and cracked; due to looseness of nozzle, water removal ability did not meet the standard value and the amount of water contact did not meet the standard value; the switch 2, connecting tube, and objective lens had a scratch; the nozzle was loose, and the universal cord and connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to incorrect handling at the facility. As a result of confirming contents of the instruction manual for the handling of the actual product and found the following description. This may prevent the indicated phenomenon: "evis lucera ultrasound gastrovideoscope olympus gf type uct260 warning and cautions [warning] do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.